Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/16/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: there was no evidence of a "no power" event observed in black box however a cs088 watchdog timeout error was observed in black box on 7/14/2015. The pump powers with returned battery cap. Battery cap is able to fully tighten however battery cap threads damaged. Battery compartment cracks observed in thread area and below grip pad. Pump case cracked in upper rh corner of display area. The pump was exercised for 24 hours. No reboot, loss of power or call service alarms duplicated. A "no power" event was not duplicated during investigation. Leak test shows leaks at crack in pump case and battery compartment crack. There was evidence of moisture contamination inside of pump on transceiver board and watchdog processor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)